Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. It was determined that the internal motor was damaged due to incorrect usage. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was submitted for maintenance. During the pre-repair diagnostics assessment, it was determined that the motor seized, jammed and was moving heavy. It was determined that the internal motor was damaged. It was further determined that the device was dry internally and the bearings were damaged. It was further determined that the device failed for check for excessive noise and for check the power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.